Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(6)2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot:null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr claim letter records received. The patient had suffered damages as a result of the asr mom implantation which were defective and dangerous to health. The patient is seeking compensation for all the damages incurred. Doi: unknown; dor: unknown; hip unknown. Update ad 09 dec 2019: follow up information received. The patient was revised to address elevated metal ions, pain in right hip joint and tumor like formation. Date of implant, date of revision, reason for revision, product details of the implant, hip affected, revision hospital and surgeon have been provided. Doi: (B)(6) 2007; dor: (B)(6) 2016; right hip.